Event description:
It was reported that the doctor was performing a knee scope and toward the end of the case, he and the scrub tech noticed the shaver sounded different as they were using it. The scrub tech later went to hand the shaver to the doctor when she noticed the tip of the device's inner housing was missing. The doctor proceeded to search for the piece inside the pt including use of an x-ray, but they could not locate the piece in the pt's knee. It was further reported that the blade tip was later found on the floor.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.